Manufacturer narrative:
Initial and final MDR (B)(4) -device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced crimped cannula events on (B)(6) 2025 and (B)(6) 2025. The blood glucose level of the patient was 460 mg/dl which was treated with correction injection via multiple daily injection. The issue occurred with five similar types of infusion sets used for twelve hours or less and site was patient's abdomen, and symptoms were noticed within three hours of insertion. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.